Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported developing an infection at the pod¿s arm insertion site after wearing the device between 37 and 48 hours on (B)(6) 2026. Upon removing the pod, the patient noted pain, tenderness, redness, and a small bump at the infusion site, and their blood glucose level had risen to 12.8 mmol/l (230.4 mg/dl) during the event. The patient reported going to (B)(6) medical practice to be evaluated by a general practitioner on (B)(6) 2026, and was diagnosed with an infection. Treatment included a prescription for antibiotics (flucloxacillin). The patient later reported resuming pod use.